Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
The consumer reported a burning and aching pain at the center of the back and up by the shoulder blades. There was a fall that could have been related to this issue as the patient reported a fall when going on a trip. It was noted, the patient had been taking medication. The fall and pain occurred in (B)(6) 2015. An inquiry was made about the possibility of migration, and it was recommended to the patient to see a doctor. The patient mentioned she had not had a problem until this point. Relevant medical history included non-malignant pain and chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.